Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 240504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The needles were examined and cannula bevel shows no issue and no signs of coring effect were observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product could have had an implication in the reported event. The needle should penetrate the vial stopper at a ninety-degree angle to minimize the risk of catching the internal wall of the vial stopper. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Event description:
It was reported that bd conventional needles needle cored the rubber stopper. The following information was provided by the initial reporter, translated from french to english: describe the event in a factual way: during the reconstitution of an antibiotic, discovery in the bottle of a rubber ¿sprue¿ caused by the red trocard needle ref 303129 (which we have in endowment) while crossing the rubber lid. Too large a gauge for the trocard? Real consequences for the patient, team... (If no consequence, note ¿no consequence¿): no consequence immediate action taken: reconstitution of another bottle colleagues warned of risk.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.